Manufacturer narrative:
On 11/7/2019, mentor became aware that patient also suffered bilateral ptosis and expressed dissatisfaction with procedure outcome. Hence, additional patient, and conclusion codes have been added on this form. Mentor also became aware that the replacement devices used were mentor gel catalog number: 3507170mc. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side deflation. Concomitant products: right side; 225cc mentor siltex round moderate profile; catalog number: 3542630; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 225 mentor siltex round moderate profile and was presented with left side breast implant deflation confirmed by mammogram on (B)(6) 2018. As a result, the device will be explanted, and replaced with unknown mentor gel on (B)(6) 2019.

Manufacturer narrative:
On 4/17/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device, lines of shell wear were observed on the anterior view. Additionally, a tear measuring approximately 0.3 cm was noted within an area of siltex cracking on the posterior view. The evaluation determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. By the other hand, shell wear failure may be the result of the continuous and sustained stresses to the device, creating wrinkles or folds should be avoided during implantation or other procedures. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/20/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).